Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment found kinked suction tubing. The tubing was rerouted.

Event description:
The hospital reported that suction was not functional. There was no report of patient involvement.